Manufacturer narrative:
The lot number of the device involved in the reported event is not known, but it's possible that it could be from one of the following lots:4096351; 4096350; 4103163; 4034025; 3603342; 4116352; 4089477;3971696; 41031635; 4034030; 4953695.

Event description:
It was reported that a smiths medical disposable caused a smiths medical pump to alarm "no disposable" during a pre-test. No patient affected.

Manufacturer narrative:
Other, other text: b5: additional information received and attached on 22-jul-2021: no patient affected. No further information is available. H6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: no product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.